Manufacturer narrative:
The device is expected to return. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle and during deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 3-4. During the 3rd time establishing final arm angle, the clip opened. Troubleshooting was performed and the clip was deployed. The clip opened more than 5 degrees, but remained stable. One clip was implanted reducing mr to 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported clip opening while establishing final arm angle and clip opening while locked cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.